Event description:
Reporter stated that she is a transgender woman that wanted natrelle breast implants, but instead received combo implants. Reporter upset that they gave her something that she did not ask for. There is a hard mass in the middle of her implants. Reporter believes the implants were put in to do surveillance on her. Her nipples are artificial and she feels a tightness in her chest that feels like radiation from a microwave.